Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed that the system displayed an application error and was taking a long time to boot up. Troubleshooting actions determined that the issue was an application error. The fse reinstalled the system's operating system and application system, replaced the hard disk drive, and tested and verified the system's geometry and image functionality. After these interventions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displays an application error and was taking a long time to boot up. The system was not in clinical use at the time of the reported event. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.